Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The customer's complaint was verified. Performed a visual inspection, filled reservoir with water, attached temp check, plugged in line cord, and turned on power. Performed functional tests. The temperature is unstable and will not balance out, due to the faulty pcb (printed circuit board). No action was taken due to the device not being needed in the loaner pool and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the temperature was unstable and would not balance out. There was no patient involvement, and no patient harm/adverse event reported.